Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected occlusions, battery lasts less than expected, failed battery test, keypad anomaly or insulin flow blocked alarm during testing noted. Device was received with a cracked keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were sticky, the middle button had a hairline fracture, the gear was louder when priming, reservoir top had hairline features. The insulin pump was receiving unexplained no delivery alarms and had to re-prime and change the site to clear, the battery life was diminished less than two weeks, and failed battery tests with fresh batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.